Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device exhibited diminished r-waves. Following reprogramming of the ventricular sensitivity floor to most, the device exhibited 'noisy' egms, oversensing and pacing inhibition.